Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their blood glucose value was decreased to 50mg/dl to 60mg/dl. Customer treated by drinking 4 cups of orange juice. Customer declined to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.